Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection of the device verified the reported insulator melting. The black shrink tubing was damaged at the distal end of the shaft near the thermistor. This defect was most likely caused by the exposed return shaft being buried in tissue. When this return shaft is buried in tissue, it reduces the surface area to less than that of the active electrodes surface area, which would cause the return side to ablate lending the shrink wrap to melt. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 5 similar events have been reported for this product family. In that same timeframe, 63,495 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.009 percent. A clinical data report (cdr) states the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patients. To prevent this potential problem from recurring and to reduce the risk of patient injury, the instruction for use provide the following information. Electrodes must only be used in a conductive fluid medium to avoid insulation damage. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut". Maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". -improper application or use of the dispersive pad may result in a patient burn or poor performance of the ablator. If higher than normal power settings are required, check for obvious defects and proper adhesion. Do not reuse or relocate the dispersive pad after initial application. If dispersive pad relocation becomes necessary during the procedure, always use a new pad. Electrode gel is unnecessary and should not be applied. Risk of patient injury may be minimized by selecting a dispersive pad site that is remote from the heat sources. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This reported device is expected to be returned for evaluation. A supplemental and final report will be filed after the complaint investigation has been completed.

Event description:
A conmed representative reported that during an edge demonstration, the black insulator melted and peeled back. At this time, additional information about the event has not been collected. No patient injury was reported and the procedure was completed with a 5 minute delay using an alternative mitek vapr device. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.